Manufacturer narrative:
Additional information received from the customer indicates the health care worker (hcw) washed his/her hands under running water for 15 minutes, after experiencing skin turn white on his/her finger(s). The affected site healed within one day without receiving medical attention. (B)(4). Asp investigation summary: the investigation included a review of the device batch record review, supplier product evaluation, trending of lot history, and system risk analysis (sra). The batch record review did not indicate a deviating quality profile for this batch. All in-process controls corresponded to specifications. Lot history was reviewed from six months prior to complaint open date; trending was not exceeded. The sra indicates the risk associated with 'exposure to toxic or corrosive material' is "low." The cassette was returned opened with chemical indicator red and evidence of leakage. A small defect was found in the piercing region. The assignable cause for the defect could not be conclusively determined. However, corrective action has been implemented in the manufacturing process to detect any leakages by vacuum testing. The reported event was confirmed by visual evaluation, however, a definitive root cause could not be determined. The issue has been addressed in a CAPA. Education was provided and customer who was reminded to wear ppe when handling 100nx cassette.

Event description:
A customer reported a healthcare worker (hcw) experienced a h2o2 skin contact burn while removing a brand new cassette out from the cassette box without wearing personal protective equipment (ppe). Other details of the event are unknown at this time. This event is being reported as a malfunction report subsequent to a serious injury. Asp will continue to follow up for additional information.